Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y, the needle disengaged from the jaws of the device. The needle fell into the patient cavity but was recovered. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo stitch. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A piece of a broken needle was received loaded onto the device. The jaw gap was measured and did not meet specification. The visual inspection of the device no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. The visual inspection of the broken needle noted witness marks on the cones. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).